Event description:
The user fell down while playing and injured the left ear on the 2nd of december 2022. No bleeding but slight swelling below the implant side. The hearing performance with the device is affected. Furthermore, affected channels have also been seen. External parts were checked and is working fine. X-ray or CT scan is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Imaging is considered but no date has been scheduled yet.

Event description:
The user fell down while playing and injured the left ear on 02-dec-2022. No bleeding but slight swelling below the implant side was reported. The hearing performance with the device was affected. X-ray or CT scan was recommended.

Event description:
The user fell down while playing and injured the left ear on (B)(6) 2022. No bleeding but slight swelling below the implant side was reported. The hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user fell down while playing and injured the left ear on (B)(6) 2022. No bleeding but slight swelling below the implant side was reported. The hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause device investigation would be necessary. The explanted device has not been received for investigation yet.